Event description:
A malfunction alarm was reported with code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact support if the malfunction recurred. Additionally, the customer reported a cartridge alarm on the mobi app.